Event description:
The us complainant had impella 5.5 pump delivered to escalate care from an impella cp. The delivery was complicated and multiple wires and catheters had to be utilized to access the left ventricle. The site developed a hematoma and was treated by a jp drain placement. The patient additionally noted an effusion after the 5.5 was delivered. The team also performed a pericardiocentesis. Support with the implanted pump was maintained.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the vascular damage and the ventricle perforation has been completed. No product was returned for investigation. Data logs show impella position unknown alarms at the start of the case and some ventricular waveforms were noted at the beginning of support. The root cause of the ventricle perforation was most likely due to improper positioning of the device. The root cause of the vascular damage - great vessel was most likely use related due to the numerous wire and catheter exchanges. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).